Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The hospital reported that the power module patient cable was not available to be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced alarms when connecting to the power module at home. The patient was unable to accurately describe the tone, color, or origin of the alarm. The patient was not symptomatic during the event and was stable when connected to batteries. The patient went to the hospital for evaluation and the vad coordinator was unable to attach the patient¿s power module patient cable to the power module due to bent pins. The pins were straightened and attached to the power module without alarms. Percutaneous lead x-rays were taken and there were no issues noted. The log file was submitted to the manufacturer for review and revealed a low flow hazard event and a pump stoppage associated with a complete loss of power. It appeared that the power loss occurred during a power exchange when both the black and white power leads were disconnected at the same time. Once power was restored, the pump returned to operating as expected. The patient remained on battery power throughout most of the recorded events. The patient was issued a new power module patient cable and was discharged to home in stable condition.

Manufacturer narrative:
The report of pump stoppages due to the loss of power was confirmed based on the evaluation of the provided log file; however, the report of bent pins and a root cause of the reported events could not be confirmed as the power module patient cable was not returned for evaluation. No further information is available. The manufacturer is closing the file on this event.